Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a guide catheter. The physician used the velocity to advance the stent to the target location. While retracting the velocity to expose the stent, the velocity fractured on the proximal middle third within the guide catheter. The guide catheter containing the fractured segment of the velocity was then removed. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.